Event description:
It was reported that approximately 81 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint laxity, osteolysis, pain, swelling/edema, and an unspecified infection. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00267, 1038671-2024-04729. PMA 510k cannot be determined; device is unknown. Product information unknown, expiration and manufactured date unknown. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be instability, femoral loosening, instability, and infection and inclusion of the polyethylene in the packaging recall. However, the reported instability, femoral loosening, instability, and infection could not be confirmed from the provided information. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-00267, 1038671-2024-04729.